Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The integrated electro surgical unit (iesu) generator was replaced to correct the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the iesu involved with this complaint and completed the device evaluation. Failure analysis investigation could not confirm or reproduce the customer reported issue. The unit was returned for failure analysis but the reported failure of erbe unit just shut off in middle of case¿ could not be reproduced due to no power on the unit. The unit was returned to the original equipment manufacturer (OEM). The OEM completed their evaluation of the product. During initial evaluation, the unit failed to power on. Further testing revealed a malfunctioning high frequency (hf) generator printed circuit board (pcb). Once the hf pcb was replaced, the unit powered on without further incident.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported the erbe integrated electro surgical unit (iesu) lost power in the middle of the case. The customer checked the power button, the back of the iesu power cord and also the ac outlet. The customer was asked by technical support to use a backup generator but they did not have a compatible generator to interface to the system. The customer converted the procedure to another vision side cart (vsc) to finish the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with customer and obtained the following information: the system was checked upon powering the system and there were no errors seen. When the iesu issue occurred, thee were no errors seen. Troubleshooting steps were taken as per the technical support suggestions. There were no intraoperative complications.